Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2009 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial erroneously elevated result was reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) service was on site on (B)(4) 2009 to investigate the event. The fse verified the performance of the instrument and all verification testing met published performance specifications. No hardware issues were noted. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.